Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the lead damage. Inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Body fluid was noted within the helix housing. When a portion of the helix housing was removed and the the dried body fluid was removed within the housing, the helix was functional. Resistance and pressure tests were then completed to assess lead electrical performance and insulation integrity. All measurements were within normal limits indicating conductor and insulation continuity. Analysis testing was unable to confirm that the lead had dislodgement.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete, this report will be updated.

Event description:
Boston scientific received information that this right ventricular defibrillation lead was explanted due to high threshold measurements and dislodgement. During the lead revision procedure, the shocking coil was damaged due to patient anatomy and repositioning attempts. There was no report of adverse patient effects due to the explant procedure.